Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for evaluation. During the evaluation the reported failure was reproduced and an nvmem readout confirmed errors on the event date. The issue was traced to a bad resolver on the pump head. The pump head was replaced and subsequent testing found the device to be working according to expectation. The unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 double head pump displayed an error message when turned on during a procedure. The user attempted to resolve the error by restarting the pump and removing the tubing, but the error persisted. The function of the pump was not affected. There was no report of patient injury.

Manufacturer narrative:
The details of the service activity performed by the livanova field service representative were inadvertently not included on the initial report, submitted july 7, 2017. The details of the service results are as follows: a livanova field service representative was dispatched to the facility to investigate. All connections were checked for integrity and security and no abnormalities were found. The service representative found that the error could be cleared when the pump speed was reduced to zero. A serial read out of the pump memory was performed and a loan pump was installed and functionally tested. No issues were noted.